Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ongoing driveline infection with discharge and a culture revealed staphylococcus aureus. The patient was also positive for (B)(6)). The patient was hospitalized and unspecified changes were made to medication. The patient was discharged on (B)(4) 2017 with topical treatment for (B)(6) at the driveline site, using mupirocin. No additional information was provided.